Event description:
It was reported that, "the pt had a tha on (B)(6) 2009. After 9 month later, bipolar cup dissociated from the constrained acetabular insert."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.